Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿high rate of tibial debonding and failure in a popular knee replacement: a cause for concern¿ by david keohane, et al, published by the knee (2020), pp. 459-468, was reviewed. The purpose of this article was to describe the experience of a single surgeon using the p.f.c. Sigma primary total knee arthroplasty and a competitor knee system over a 17-year period. The surgeon used the primary p.f.c. Sigma pcl substitute tka exclusively on 1161 knees between january 1, 1999 and december 31, 2015. All femoral and tibial components were secured utilizing competitor cement and the patellas were not resurfaced. The authors concluded that the long-term chances for revision were significantly lower with p.f.c. Sigma knee system when compared with the competitor system. This complaint will capture the results associated with the p.f.c. Sigma knees. Depuy components used: p.f.c. Sigma femoral component, tibial baseplate, and tibial insert, results: 2 revisions to treat periprosthetic fractures. The sites of the fractures were unknown. 1 two stage revision to treat septic arthritis. 6 revisions to treat aseptic loosening and debonding of the tibial tray at the competitor cement and implant interface. The radiographic images and photos within the article are associated with the competitor construct.